Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, an abrupt closure and slow flow event occurred post atherectomy. The lesion being treated was 100% stenotic, 15cm in length. Severely calcified and was located in the popliteal (pop) artery. Two patent run-off vessels were present prior to therapy. The lesion was treated with a 2.0, 30 micron, solid crown oad which was spun at 160k rpms for a total run time of 3min, 9sec. The residual stenosis was 60%. Following atherectomy, abrupt vessel closure in the pt and peroneal arteries occurred with no flow below the tp trunk. The pt and peroneal arteries were wired and emboli were collected with an export aspiration catheter. Angioplasty was then performed with a 6.0x60mm foxcross balloon at 12atms for 30sec. The residual stenosis was 10% post-pta. The expectations for the case were met. No additional info is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report # 7 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).